Event description:
Pt reports possible allergy to device with symptoms of hives, night sweats, stinging in pelvis, joint pain, shortness of breath, blurred vision, thrush and malaise. Pt also reports symptoms of increased urinary frequency with severe urethral pain and irritation. Attending reports that pt requested a portion of the mesh be excised and physician did so. Attending opines that there is no indication of allergy to the device or device failure and that the discomfort reported by the pt may not be related to the device as the pt continues to experience discomfort and many other isuses. Pt continues to report multiple symptoms.